Event description:
Customer reported obtaining two glucose results of 170 mg/dl and 91 mg/dl, outside of a ten minute timeframe. The customer then reported feeling nauseous, shaky, and then reported losing consciousness. The customer was not hospitalized, nor did the customer specify any treatment that was administered.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.